Event description:
A customer reported to beckman coulter, inc. (Bec) that a closed tube sampling (cts) blade wash of the unicel dxc 800 synchron system was leaking on the tubes unloaded from the instrument. The customer repeated testing of the samples on an alternate instrument and the results matched with those run on the unicel dxc 800 synchron system. No corrected or amended reports were generated. The customer was wearing personal protective equipment (ppe) when she discovered the leak and no one was exposed to the leak. Bec customer technical support (cts) personnel advised the customer not to operate the instrument until a bec field service engineer (fse) evaluated it. No effect to patient or user was reported in connection with this event.

Manufacturer narrative:
On (B)(4) 2011, bec fse was dispatched for the event. The fse found the cap piercer blade wash was leaking. The fse removed and cleaned the blade wash assembly, checked o-ring and valve, and replaced fitting in line 118.